Event description:
Reporter had an ultrasound exam at (B)(6). He has had pain for 10 days after the procedure. He also stated that he had pain during the procedure, moderate pain for 7 days and mild pain for 3 days.